Manufacturer narrative:
Account stated that he isolated the siderails and found the problem to be in the right rail. Account stated that he was not aware of any injuries due to the unintentional movement. Account replaced the bed function switch assembly and this resolved the unintentional movement. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.

Event description:
Account called and alleged that this bed had an unintentional movement of the hi/low up function.